Event description:
Customer reports unspecified asthma symptoms. Pulmonologist seen. Received inhalers.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.